Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device, after an interventional procedure. At the last 3 cm, the thumb advancer was stuck and the clip could not be fired. The physician took the system out of the patient and the vessel locator wings were open. Hemostasis was achieved with a pressure bandage. There were no patient adverse effects. No additional information available.

Manufacturer narrative:
The returned device was fully deployed. The vessel locators were not collapsed into the tube set and were severely prolapsed with one locator wing broken. These findings is consistent with high distal forces being applied to the vessel locators, during thumb advancement causing them to bend distally and not fold proximally into the tube set. The prolapsed vessel locators would contribute to a difficult removal experience. The pusher body/nylon shaft were dis-bonded; however, the presence of sufficient adhesive indicates the bond was broken by the stresses created during removal of the device. The root cause for the bent & broken vessel locators is undetermined. No malfunction was detected. Review of the history record for this device did not produce any findings relevant to this investigation.